Event description:
The customer reported the visera elite ii video system center display an e105 error. The event occurred during inspection for use and there was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was not confirmed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
Fields updated: d10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. As the reported failure could not be confirmed, the investigation was unable to determine the cause of the failure. Olympus will continue to monitor the field performance of this device.